Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their information center (classic) was intermittently rebooting and showing a blue screen however at one point, the waveforms and images on the screen were stated to have "frozen". At this time, the system was also not responding to mouse or keyboard inputs. No patient harm was reported.